Event description:
It was reported that during a navicular fracture procedure, the surgeon implanted several screws into a medium-sized navicular plate. During insertion of a 2.5 mm non-locking screw directly into the plate, the head of one screw fractured and detached. The screw was fully buried and could not be removed. The event did not delay the procedure and had no impact on the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.